Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient contacted the facility on the evening of (B)(6) 2017 regarding a PICC problem. The reported problem was that the d/n had come out to change her dressing and discovered that part of the blue line was not visible and not attached to the peg. She was sent to another facility for x-ray. On wednesday, (B)(6) 2017 the patient attended the facility for ¿PICC bloods¿ and a second nurse was asked to review the line as it was not visible. The patient informed the facility that the x-ray was not performed on the line, instead they did an ultrasound and told her the line was still in her arm. She was subsequently sent for a cxr which showed the line to be in her heart. She was transferred to another facility where it took approximately four hours to remove the line and another PICC was placed.